Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided; no additional patient information was available.

Event description:
The customer observed a falsely elevated alinity c magnesium (mg) result generated for an 50-year-old female patient sample. The following data was provided (customer¿s reference range 1.8 - 2.6 mg/dl). Sid (B)(6), initial result =8.0 mg/dl, repeat results =2.0 & 2.1 mg/dl. No impact to patient management was reported.